Event description:
It was reported that the customer was trying to check the bolus wizard and it was set to exchanges. Customer was assisted with changing it back. Customer's blood glucose level was 121 mg/dl. Customer's father wanted to reset the pump, so he took out the battery and received a failed battery alarm. Alarm was explained. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.